Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. There was no reported impact to the customer's blood glucose. The customer continued to use the pump for insulin supplies. New charging supplies were sent to the customer.